Manufacturer narrative:
Customer discarded the cards that were in the incubator when issue was observed. Investigation conducted regarding the returned mts incubator. The incubator temperature is within specified range. The customer's concern was not confirmed. The customer received a replacement incubator to resolve the issue. (B) (4)

Event description:
The customer reported that the temperature of the mts incubator was out of specification. No erroneous results were reported. A temperature out of specification, if undetected during testing may lead to erroneous test results and may lead to the transfusion of incompatible blood.